Event description:
It was reported that the transfer set had black spots on it. This was found before use. There was no patient involved. No additional information is available. This is report 1 of 6 for this event.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During microscopic visual inspection the sample was found to contain embedded and loose particulate matter not in fluid path. The sample passed simulated use testing with no issues noted. Fluid pressure testing was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).